Event description:
An affiliate reported "broken' tubing on a transfer set. No pt injury or medical intervention was reported.

Manufacturer narrative:
A batch review was performed resulting in no issues or exceptions found. Due to no samples returned, a complaint eval could not be performed, therefore, the root cause of the complaint was not determined. Renal prod surveillance and quality engineering, along with plant mfg will continue to monitor this prod line for trends and will take corrective / preventive action as appropriate.